Event description:
The device was returned to a service center. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device at a third-party service center, a ventilator "service required" error message was discovered in the event log. The technician recommended replacing the sensor board. Per the customer's request, the device has been scrapped. No further investigation is required at this time. Additionally, the devices handle is broken and one screw from the handle is missing. The device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed.